Event description:
It was reported that the patient had a lead revision in (B)(6) 2013. Additional information received reported that the patient was getting stimulation in her abdomen. Since revision, issue had resolved.

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot # v508098, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3487a-45, lot # v495239, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension. (B)(4).